Event description:
User facility reported to distributor that the device leaked during use with a pt. According to reporter, the pt lost some blood as a result (quantity unk). The clinician changed the stopcock to address the issue. No permanent adverse effects to the pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.